Event description:
It was reported that the device was displaying a service wrench icon. Upon eval of the device, it was observed that the device also had some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio removed the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the removed assembly and observed that the solder joint of pin 1 of the ic chip, designator u1, was open.